Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, the device had a partial seal with bleeding while connected to a ft10 generator. Blood transfusion was not necessary. There was no regrasp alarm but an end tone was heard. No instrument exchange was made. There was no patient injury.